Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that after all the cables were checked and the ribbon cable was changed, the unit switched off and sometimes it does not switch on at all. There was no report of any patient involvement associated with this reported event.